Event description:
It is reported that the pt was revised due to loosening of the acetabular component. It is also reported that the device was implanted in 1985.

Manufacturer narrative:
Eval summary: it is unknown if all the components implanted were zimmer components. X-rays were not returned so it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The revision surgical notes from (B)(6) 1998, were reviewed which indicated proximal resorption of the femur and a loose acetabular component. Both components could be explanted with minimal resection of tissue. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. There is insufficient info available within this complaint to determine why the pt's cup became loose. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.